Event description:
It was reported the patient presented in the intensive care unit (ICU) after post-implant procedure. During interrogation, it was determined the atrial leadless pacemaker (lp) exhibited failure to capture and failure to sense. Imaging confirmed the lp had dislodged to the renal vein. The lp was explanted. The patient was in stable condition.